Manufacturer narrative:
For five (5) of the six (6) reported events, the devices have been returned to the manufacturer for evaluation. The company is still investigating the issue at this time. The device is labeled for single use. (Corporate lot#) recn1632, recn0756, recx1851.

Event description:
This report summarizes six(6) malfunction events. A review of the events indicated that model mc1610 biopsy instrument allegedly self activated. These reports were received from various sources. Of the six(6) events, four(4) did not involve patients, and two(2) involved patients with no reported patient injury. Of the reported events, one (1) was female and three (5) events involved patients whose gender was not reported. All six (6) events did not report the patients age or weight.

Manufacturer narrative:
Of the 7 devices, 7lot numbers were provided, and lot history reviews were performed. Of the 7 reported malfunctions, 6 devices were returned for evaluation. No alleged self-activation were identified for 4 devices. Self-activation were identified for 2 devices. 1 device was not returned for the 1 complaint. Therefore, the investigation of the reported event is inconclusive. A root cause has not been determined. The devices were labeled for single use. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes seven (7) malfunction events. A review of the events indicated that model mc1610 biopsy instrument allegedly self activated. These reports were received from various sources. Of the seven reported malfunctions, five(5) did not involve patients, and two(2) involved patients with no reported patient injury. Of the reported events, one was female. All the other not patients age weight and gender were not provided.